Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7103399/7103172.

Event description:
It was reported that following an implant procedure, the patient was experiencing severe low back pain, swelling, extreme nausea and vomiting. It was suspected that the patient had bilateral lumbar paraspinal muscle spasm and was given an antispasmodic medication. The patient also had evidence of postoperative infection. Symptoms of expressible purulent fluid and erythema at both ipg and midline incision sites, as well as some blistering of midline incision site. The physician prescribed intravenous (IV) antibiotics and the patient received wound care.

Event description:
It was reported that following an implant procedure, the patient was experiencing severe low back pain, swelling, extreme nausea and vomiting. It was suspected that the patient had bilateral lumbar paraspinal muscle spasm and was given an antispasmodic medication. The patient also had evidence of postoperative infection. Symptoms of expressible purulent fluid and erythema at both ipg and midline incision sites, as well as some blistering of midline incision site. The physician prescribed intravenous (IV) antibiotics and the patient received wound care. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.